Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Physician was having difficulty advancing 014 guidewire up the common into the rica. Took different angle angiograms, noticed dissection. The tip of wire was bent and had to get new wire. Used a 10x30 and 10x40 enroute stent. Final images looked good. Followed up with physician today, patient doing well, no issues.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Physician was having difficulty advancing 014 guidewire up the common into the (B)(6). Took different angle angiograms, noticed dissection. The tip of wire was bent and had to get new wire. Used a 10x30 and 10x40 enroute stent. Final images looked good. Followed up with physician today, patient doing well, no issues.